Event description:
It was reported by the customer, patient with nasopharyngeal carcinoma, catheter placed on (B)(6) 2024, length 35 cm, catheter secondary ectopic to the odd vein on (B)(6) 2024, catheter retracted, exposed 8.5 cm. On (B)(6) 2025, the hospital PICC maintenance clinic to maintain everything is normal, on (B)(6) 2025 in the CT room to prepare for the enhancement of the CT before the evaluation of the catheter, was found that there is a resistance to punch the tube, there are fluid , blood oozing out, and found that the catheter was damaged, so catheter removal was performed on an outpatient basis. Additional information received february 19, 2025: it was reported the catheter has not been replaced after extubation and the patient was still hospitalized in the ward. Most likely a new catheter will be placed. There was no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. Three photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a catheter with a drop of a clear liquid on the side of the catheter tubing. However, the origin of this drop of liquid could not be discerned from the returned photograph and no damage could be seen on the sample in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.